Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of the bd plastipak¿ luer-lok¿ syringe was defective. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a 5ml syringe and a 5ml package label were received, confirmed to be from lot 7191787. Sample was visually evaluated, defect of stopper was observed. Product defect confirmed based on the sample evaluation. DHR review for batch 7191787(p/n 309649): manufacturing date 7/13/2017-7/14/2017, batch size was (B)(4). No quality notification was created, batch 7191787 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: confirmed: bd was able to confirm the customer¿s indicated failure root cause was not determined.